Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose levels below 36 mg/dl at the time of the incident. The customer was at over 200 mg/dl after being discharged, and 162 mg/dl at the time of the call. The customer was given juice and food to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer stated the pump did not suspend when it was supposed to. Troubleshooting was not completed as the customer declined. The reservoir will not be returned for analysis.